Event description:
Pt presented with symptoms associated with possible pseudarthrosis and degenerative changes resulting in surgery on (B)(6) 2013 to assess previous fusion and extend construct from l3-l5 to s1; during the procedure it was discovered that the 5.0x40mm pedicle bone screw, at right l5 was fractured. The broken screw was not seen on radiographs nor was it noticed on CT scan. It was noted that the pt appears to be fusing at previous levels. Pt's activity level is unk. It is unk if the pt complied with post-operative care instructions or sustained an impact of some sort prior to event.

Manufacturer narrative:
(B)(4). Subsequent surgery was performed and construct was extended from l3-s1 for ongoing therapy of continual degenerative changes. The fractured screw was returned and evaluated. Dimensions are noted be within specification. Review of DHR notes no non-conformance reports were generated for the inspected samples. It is unk at what point during the 8 month therapy the screw fracture occurred, as the pt fusion appears to be progressing. The root cause of this reported event has not been determined, no conclusion can be drawn. Labeling review notes the following: "potential risks identified with the use of this device system, which may required additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant." The potential for success is increased by the selection of the proper size of implant.... These devices are not designed to withstand the unsupported stress of full weight or load bearing alone."